Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded grey metallic spring like fragments") and device breakage ("pring like fragments measuring 0.7 x 0.4 x 0.2 cm and 0.6 x 0.3 x 0.2") in a 36 year-old female patient who had essure inserted (lot no. C55833) for female sterilisation. The patient had a medical history of uterine prolapse, pelvic pain female, bladder pain, uterine fibroid, traumatic brain injury, migraine, anxiety, acute pain and overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1433 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: more than one related surgery-no this procedure was repeated in a similar fashion on the right side after identifying the right tubal ostia. 4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.945 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: date of examination: (B)(6) 2015. Hysterosalpingogram: reason for exam : post essure. Report: 30 seconds fluoroscopy time. Uterus is normal. There has been prior bilateral tubal occlusion. There is no filling of the tubal systems. There is no spillage. Impression: successful occlusion bilateral fallopian tubes. [Pathology test] on (B)(6) 2019: surgical pathology report: diagnosis uterus with cervix showing uterine leiomyomata, inactive endometrium, mild chronic cervicitis, nabothian cysts, ro lapsed clinically p. Specimen source: uterus, cervix gross description: there are 2 gray metallic coils identified embedded within the myometrium at the fundus near the areas of the cornus which are 2.0 cm in length x 0.1 cm in diameter and 1.0 cm in length x 0.1 cm in diameter and surgical pathology report: fallopian tube: congestion, fallopian tube para tubal mesonephric duot remnats fallopian tube: congestion fallopian tube para tubal mesonephric remnants essure coils in portion of left fallopian tube: synthetic devices consistent with essure coil with attached fibrovascular tissue. Specimen: fallopian tube ¿ bilateral fallopian tube fallopian tube - essure coil in portion of left fallopian tube clinical history: pelvic pain gross description: essure coils portion of left fallopian tube are two fragment of tan white tissue embedded grey metallic spring like fragments measuring 0.7 x 0.4 x 0.2 cm and 0.6 x 0.3 x 0.2. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498) and device breakage (10012575). The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters' information added. Patient medical history and lab data added including pathology test. Lot number added.non drug treatment updated .events embedded device and device breakage added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2015, the patient had essure inserted. On (B)(6), 2019, 1550 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1550 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded grey metallic spring like fragments") and device breakage ("pring like fragments measuring 0.7 x 0.4 x 0.2 cm and 0.6 x 0.3 x 0.2") in a 36 year-old female patient who had essure inserted (lot no. C55833) for female sterilisation. The patient had a medical history of uterine prolapse, pelvic pain female, bladder pain, uterine fibroid, traumatic brain injury, migraine, anxiety, acute pain and overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1433 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: more than one related surgery-no this procedure was repeated in a similar fashion on the right side after identifying the right tubal ostia. 4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.945 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: date of examination: (B)(6) 2015. Hysterosalpingogram: reason for exam : post essure. Report: 30 seconds fluoroscopy time. Uterus is normal. There has been prior bilateral tubal occlusion. There is no filling of the tubal systems. There is no spillage. Impression: successful occlusion bilateral fallopian tubes. [Pathology test] on (B)(6) 2019: surgical pathology report: diagnosis uterus with cervix showing uterine leiomyomata, inactive endometrium, mild chronic cervicitis, nabothian cysts, ro lapsed clinically p. Specimen source: uterus, cervix gross description: there are 2 gray metallic coils identified embedded within the myometrium at the fundus near the areas of the cornus which are 2.0 cm in length x 0.1 cm in diameter and 1.0 cm in length x 0.1 cm in diameter and surgical pathology report: fallopian tube: congestion, fallopian tube. Para tubal mesonephric duot remnats. Fallopian tube: congestion fallopian tube. Para tubal mesonephric remnants. Essure coils in portion of left fallopian tube: synthetic devices consistent with essure coil with attached fibrovascular tissue. Specimen: fallopian tube: bilateral fallopian tube. Fallopian tube: essure coil in portion of left fallopian tube. Clinical history: pelvic pain. Gross description: essure coils portion of left fallopian tube are two fragment of tan white tissue embedded grey metallic spring like fragments measuring 0.7 x 0.4 x 0.2 cm and 0.6 x 0.3 x 0.2. Lot number: c55833. Manufacture date: 2011-02. Expiration date: 2014-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.